Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was 114 mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.